Event description:
The received operative report states that "the anulus was sized for a 27 mm valve. With palcement of the 27mm edwards valve in the mitral position, the valve as noted to be too large for the anulus and before tying all the suture, the valve was replaced with a 25 mm." The patient did not go off bypass. After the procedure, the patient was transferred to the intensive care unit in satisfactory condition.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The event is due to a sizing issue. Per the operative report, the subject device was a 27 mm valve and was replaced immediately with a 25 mm valve without the patient going off bypass. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event. The event is no longer deemed reportable as the patient did not go off bypass. The issue was recognized at the time the valve was seated and prior to going off bypass, the operative time is not significantly extended and therefore there is little risk to the patient.

Manufacturer narrative:
(B)(4) - paravalvular leak. Evaluation method: valve will not be returned for evaluation. Additional manufacturer narrative: device history record review in process. Several attempts to retrieve the operative report were made, however, no response has been received. It cannot be confirmed with the patient went off bypass.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding a 6900p-27mm valve that was explanted at implant due to a paravalvular leak. After implanting the 27mm, the surgeon conducted a saline test and felt a smaller size valve was required. It is unknown if the patient went off bypass. A 6900p-25mm valve was implanted successfully. The patient is positive for hepatitis c; therefore the valve will not be returned for evaluation.